Event description:
It was reported that due to low r-wave sensing, dfts were performed. The vf was converted successfully with 25 j shock. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.